Event description:
Axonics was made aware on 07/21/2020 that a patient had undergone a full implant procedure on (B)(6) 2020. The procedure was performed under mac anesthesia at a surgery center. The case lasted approximately 15 minutes and there were no surgical issues. The crna, however, struggled with the oxygen levels during the entire case and at the time of closing, the patient's oxygen saturation level was noted to be very low. They were immediately flipped to the supine position and subsequently coded. The patient was resuscitated for 7 minutes before they had a return of cardiac function. The patient was transported to a hospital where they were taken to the cath lab. During the cath procedure, patient coded again and was down for 22 minutes before being resuscitated. The patient was transported to the ICU and placed on a ventilator, but was unresponsive. The family made the decision on (B)(6) 2020 to withdraw life-support and patient passed away shortly after.